Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a left axillary/subclavian surgical arterial approach in a 62-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d shock. During the initial insertion attempt, the impella 5.5 device could not be successfully advanced across the aortic valve into the left ventricle. The delivery issue was characterized by an inability to pass through the vasculature, associated with a tight vascular pathway and underlying vascular calcification. During this attempt, catheter kinking was identified, and the procedure was discontinued due to concern for potential device damage. In response, the provider elected to utilize a new impella 5.5 device for a subsequent insertion attempt. During the second attempt, additional procedural measures, including ballooning of the artery and further troubleshooting, were performed. Following these interventions, the impella 5.5 device was successfully advanced into the left ventricle and positioned appropriately for support. The reported inability to advance the device and associated catheter kinking are consistent with patient-specific and anatomical factors, including vascular calcification, tight vascular pathway, and resistance within the access vessel.